Manufacturer narrative:
The device is not expected to be returned for eval. The customer revealed that the speaker assembly was replaced and the unit still did not provide audio which indicates failure of the main pcb. The customer confirmed the issue was isolated to the main pcb. Additionally, the service history record for this device was previewed for similar complaint modes. No relevant complaint modes were found in the device service history record. The customer has declined returning the device. Info has been added to the database and complaint trends will continue to be monitored.

Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. The reported issue was discovered during preventative maintenance, no pt involvement.